Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) was "high", however, a specific value was not provided. The customer administered a correction bolus via pump to address the bg level. Reportedly the customer continued to use the pump for insulin therapy.